Event description:
No additional information received form customer.

Manufacturer narrative:
The previous report was sent in error. Additional clarification was received confirming that a microbiological contamination event did not occur, but rather a clogged nozzle was noted. As this event would not cause or contribute to a death or a serious injury if it were to recur, it is not reportable.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for 23 colony forming units (cfus) of enterobacter aerogenes and candida tropicalis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.